Event description:
The lay user/patient's daughter contacted lifescan in 2006 and alleged that the patient's one touch ultra meter is displaying high. The medical affairs specialist was unable to reach the patient after several attempts via phone to obtain further information. A letter was also sent to the address provided. The reporter called in requesting a new meter for her mother (patient). She reported that the subject meter was reading hi, but the patient was admitted to the hospital for low blood glucose. A result. Of 120 mg/dl was obtained on the subject meter after the patient experienced symptom ("wasn't able to talk"). It is not known as to when the patient obtained a result of hi on the meter. She was taken to the hospital and the blood glucose result on the other device was 30 mg/dl. She was treated with IV glucose. At the time of troubleshooting, the reporter was unable/unwilling to answer if the test strips had been open longer than the discard date, expired, or stored improperly. However, the quality control checks were in range (control solution test passed on the meter). A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.